Event description:
It was reported that the physician was treating severely calcified lesion located in lad with stenosis between 70% and 90% and moderate tortuosity. The lesion had been pre dilated with an nc and a cutting balloon. The physician was attempting to implant a 3.0mm diameter x 22mm length resolute integrity rapid exchange (rx) drug eluting stent; however, the stent could not cross the lesion. The lesion was further dilated, and several attempts were made to cross the lesion however was unsuccessful. Communications received suggested that the physician encountered difficulties when loading the device onto guide wire and into the guide catheter. A dissection was reported to have occurred however confirmation was received to indicate that the medtronic device did not cause the dissection. When the device was returned to the manufacturing facility, the stent was noted to be damaged. No other clinical sequelae were reported. Device evaluation: the stent was positioned between marker bands as per specification; multiple stent struts were raised, damaged and deformed. The tip was slightly flared.

Manufacturer narrative:
Results: inherent risk of procedure (stent deformation and failure to deliver device). Patient condition affected effectiveness of the device (patient lesion morphology, severely calcified, 70-90% stenosis and moderate tortuosity). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, severely calcified, 70-90% stenosis and moderate tortuosity). (B)(4).